Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
It was reported "the patient presented to the dialysis unit for treatment. After treatment was initiated, machine advised arterial level in chamber was dropping and slight ooze was noted on gauze that was placed along line. Further loss of blood was noted when line was flushed with normal saline. Rgn discontinued treatment, applied clamp and relevant bloods taken." The catheter was removed and replaced.